Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aoritc balloon pump (iabp) had helium leak. There was no patient injury or harm reported.

Manufacturer narrative:
The complaint was created in error; this was duplicate of (B)(4). As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a.